Manufacturer narrative:
The end user resolved the issue by replacing the breathing circuit. Block a1 and a4: no information available. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a large leak resulting in loss of mechanical vent due to a large leak during a case. The patient was switched to manual ventilation. The unit was replaced and case resumed. There was no patient injury.